Event description:
It was reported that a spectrum pump alarmed false downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation.during functional testing while running a set on the pump, a false downstream occlusion alarm occurred. A review of the event history log revealed multiple "downstream occlusion" alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment downstream tubing guide. The downstream tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.